Event description:
Target was informed that during an embolization procedure, a catheter was advanced to an aneurysm using a dasher guidewire. However, the tip of the guidewire would not move in the catheter. When the dasher was removed the tip was found to be cut. This occurrence had no impact on the pt.